Manufacturer narrative:
The reported event of an inability to interrogate the device was not confirmed. The session records reviewed did not indicate any device malfunction.

Manufacturer narrative:
Reported event of no ble telemetry was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was at elective replacement indicator (eri) level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and no high current drain was noted. Device was power cycled and showed normal device characteristics.

Event description:
Additional information received indicates that the insertable cardiac monitor (icm) was explant on (B)(6) 2026 with no replacement. The patient's condition remains unchanged.

Event description:
Additional information received indicates that the patient was seen in clinic on (B)(6) 2025 and an extended magnet placement was done but the icm was still unable to be interrogated.

Event description:
It was reported that a patient presented to clinic for follow up. The implantable cardiac monitor (icm) was unable to be interrogated and exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.